Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the rn stated that the pump screen had "gone fuzzy" and no alarms had occurred; pumping had not been interrupted. The rn said that they do have a call into their biomed dept and they were instructed to switch out the pump. The rn phoned the clinical support specialist (css) for assistance with switching the pump and the manual calibration. The css explained how to switch the intra-aortic balloon pump (iabp) and manual calibration was performed without incident. The fiberoptix sensor (fos) icon is white and the second pump is pumping appropriately. According to the rn the first pump, (B)(4), will be sent to biomed so he does not have to troubleshoot the fuzzy screen. There was no reported pt death, injury, or interruption / delay in iabp therapy. There were no reported pt complications and the pt outcome is n/a.